Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician had difficulty withdrawing the tube of the device from the patient's stomach. Due to this difficulty, the physician made a larger stoma incision. After this, the one step button initial placement device separated as it was withdrawn from the patient. The separated portion of the device was removed from the patient endoscopically. The physician indicated that the event may have been due to not making the stoma incision large enough and/or damaging the one step button device when the additional incision was made. The procedure was completed with a new one step button initial placement gastrostomy kit; and the patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that the c-flex tubing and adapter were both torn in two pieces. The tear in the tubing and adapter was located one centimeter from the proximal end of the tubing. There was no indication that the tubing had been cut by the scalpel. The tubing was also found to be stretched at the distal end of the adapter and the proximal end of the loop connector. The condition of the returned unit was consistent with the complaint incident that the tube of the device was separated. During the evaluation the delivery system was found to be torn in two. Per the event description the size of the stoma was most likely not cut large enough causing increased force to be placed on the device, which led to the device tearing in two pieces where the device transitions from the c-flex tubing to the heatshrink. Therefore, the most probable root cause is operational context. (B)(4).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B) (4) - no code available - device retrieval. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B) (4) 2010. According to the complainant, during the procedure, the physician had difficulty withdrawing the tube of the device from the patient's stomach. Due to this difficulty, the physician made a larger stoma incision. After this, the one step button initial placement device separated as it was withdrawn from the patient. The separated portion of the device was removed from the patient endoscopically. The physician indicated that the event may have been due to not making the stoma incision large enough and/or damaging the one step button device when the additional incision was made. The procedure was completed with a new one step button initial placement gastrostomy kit; and the patient's condition at the conclusion of the procedure was reported to be good.